Event description:
The patient was revised due to loosening of the tibial tray at cement to implant interface has fallen into varus and reverse slope. This patient has a left total sigma knee done by surgeon. It is unknown when the knee was done. The surgeon revised the tibial tray. The femur and patella are well fixed and retained. Doi: unknown. Dor: (B)(6) 2021, left knee.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.